Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. The customer was experiencing different sensor readings. The customer was treated for the low blood glucose with glucose tablets. Customer¿s blood glucose level was 35 mg/dl at the time of the call. The customer declined to troubleshoot for the low blood glucose level. The customer declined troubleshooting for sensor readings. The product was not returned for analysis.